Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline communication fault and fluid ingress/corrosion were confirmed. The event log file contained data spanning approximately 1 hour (02may2023, 9:15 ¿ 10:05 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline communication fault alarm was observed throughout the data, from the beginning throughout the end of the log file. The provided periodic log file also reviewed, recording data at approximately ~12 hour intervals. Although the exact onset of the driveline communication fault alarm could not be observed, the alarm was observed to become active on 30apr2023. No other notable events were observed. The returned modular cable¿s (lot number 8639361) inline connector was observed. A white substance was observed on the base of one of the modular cable¿s inline connector pins and on the pin itself, making the pin appear corroded. Thin white films were also observed along the other pins and the metal half-circle alignment feature. The cable was functionally tested alongside known working test equipment and was found to perform as intended despite the observed damage, even when the cable was manipulated by hand. The cable's inner conductors were also measured and were found to be within expected ranges despite the observed damage. Although the root cause of the reported event was unable to be conclusively determined, the observed corrosion within the modular cable¿s inline connector had the potential to have resulted in the reported alarm. According to the account, fluid was likely introduced while the patient was showering. Review of the device history record for the modular cable, lot number 8639361, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their driveline, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having driveline communication fault advisory alarms. The log files showed driveline communication fault events on (B)(6) 2023. The patient's modular cable was exchanged in an attempt to resolve the alarms, but the alarms were still occurring. On (B)(6) 2023, the driveline was cleaned, and the patient's modular cable was replaced again with resolution of the alarms. The modular cables were returned for a concern of fluid ingress/corrosion as the patient has had events in the past of fluid ingress/corrosion. Related MFR #'s 2916596-2023-02653 and 2916596-2023-03125 also cover the driveline communication faults and concerns for fluid ingress/corrosion.

Manufacturer narrative:
Related MFR #'s 2916596-2022-16123, 2916596-2022-15716, 2916596-2022-16124, 2916596-2023-00157, 2916596-2023-01380. Section h6: type of investigation: 4121 - event history log review manufacture¿s investigation conclusion: the reported event of a driveline communication fault was confirmed via the provided log files. The event log file contained data spanning approximately 1 hour (02may2023, 9:15 ¿ 10:05 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline communication fault alarm was observed throughout the data, from the beginning throughout the end of the log file. The provided periodic log file also reviewed, recording events at approximately ~12 hour intervals. Although the exact onset of the driveline communication fault alarm could not be observed, the alarm was observed to become active sometime in between the timestamps recorded on 30apr2023 at 00:28 and 12:28. No other notable events were observed. The returned modular cable (lot number 8639361) was functionally tested alongside known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. No signs of fluid ingress/corrosion were observed on or within the modular cable¿s connectors, and fluid ingress/corrosion was no longer suspected by the customer after examination. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Review of the device history record for the modular cable, lot number 8639361, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.